Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had been implanted on (B)(6) 2013, but had a breakdown of the wound over the implant. The pt's general practitioner antibiotics. On (B)(6), the pt admitted herself to the hospital and requested that the device be removed. The device was subsequently explanted and has since been disposed of by the hospital.